Manufacturer narrative:
(B)(4). Date sent: 6/12/2023 d4: batch # unk additional information was requested and the following was obtained: "please confirm the event date, is missing the month for both files attached, were not able to be open, please send them under jpg or word format please provide more details about ¿clip and device damaged¿ did device not feed clips? Did device feed clips sideways? Did device not fire clips (jammed)? Did device fire malformed clips? Did device fire scissored clips? Did device drop or eject clips? If other, please specify." "Sorry. I wasn¿t present. No further information available other than the photos." This is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows an el5ml device with a damaged jaws. The image is not clear to determine the failure mode. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the clip and device were damaged. No further details. No patient harm.